Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported an unspecified incorrect readings issue using adc freestyle libre 2 reader. On (B)(6) 2021, as a result, the customer was not feeling well and experienced dizziness, passed out, had a seizure, and a loss of consciousness. The customer regained consciousness and self-treated with unspecified medication and metformin for treatment. Hcp contact was made and provided unspecified medical treatment. No further information was provided. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
No product has been returned. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the libre reader and precision strips were reviewed and the dhrs showed the libre reader and precision strips passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported an unspecified incorrect readings issue using adc freestyle libre 2 reader. On (B)(6) 2021 as a result, the customer was not feeling well and experienced dizziness, passed out, had a seizure, and a loss of consciousness. The customer regained consciousness and self-treated with unspecified medication and metformin for treatment. Hcp contact was made and provided unspecified medical treatment. No further information was provided. There was no report of death or permanent injury associated with this event.